Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using two proglide after a diagnostic coronary angiogram procedure with a small hole sheath. Reportedly, in step 3, removing the plunger, only the white link was found, no blue suture for both devices. After removal of the devices, the white link was noted to be inside the foot area. Another proglide was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under a separate medwatch report number.

Manufacturer narrative:
Analysis was performed on the returned device. The reported needle to cuff miss was not confirmed as not all components were returned for testing. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. Additional information: d4 model # added. Corrections: d1 brand name updated. D2a common device name updated. D3 name updated. D3 address, city, postal code updated.